Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (2gm, frequency, duration and route not reported) and fortum (500 mg, frequency, duration and route not reported) for the peritonitis. Patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported on an unknown date, the patient had completed the course of antibiotics and the effluent was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.